Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had had no image. The issue occurred during the inspection for use. There were no reports of patient involvement.

Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d9, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, an unrelated malfunction was identified: the distal end plastic cover was chipped. Based on the results of the investigation, the alleged malfunction was attributed to electircal component problem and resolved after aeration. The chipped distal end cover was attributed to stress related problems and identified as a component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.